Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal fusion surgery using rhbmp-2/acs which has caused the patient serious problems including pain, mental anguish and fear of undergoing another surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. He was implanted with rhbmp-2/acs. The rhbmp-2 collagen sponge was placed outside a cage, in the disc space. The patient's post-operative period has been marked by a progressively worsening low back pain, radiculopathy into this buttocks and legs, bilateral lower extremity pain, and numbness in his left foot. He walks with a shuffle, has an unsteady gait, and has fallen many times due to spasms and numbness in his legs and feet. He experiences increased pain when walking, bending, standing and sitting for extended periods of time. MRI of the lumbar spine on (B)(6) 2012 demonstrated development of 3 mm anterolisthesis since the most recent MRI before surgery, possibly indicative of slippage or loosening of the hardware, and reactive bone marrow edema in the endplates of l5 and s1. MRI of the lumbar spine on (B)(6) 2015 indicated distally, beginning at the l5 level and extending through s1, there was clumping of nerve rootlets and adhesion to the dural walls, suggestive of arachnoiditis. As a result of the his injuries, the patient wears a back brace, uses a cane for ambulation, requires daily pain medication and ongoing treatment, and needs assistance in activities of daily living. These serious injuries prevent the patient from working and practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient was preoperatively diagnosed with spondylolisthesis, l5-s1, with right greater than left lower extremity pain and back pain and underwent the following procedures: gill laminectomy at l5-s1 with bilateral laminectomies, facetectomies and takedown of pars defect scar tissue bilaterally. Posterior lumbar interbody fusion, l5-s1. Posterior spinal fusion l5-s1. Placement of percutaneous pedicle screws bilaterally at l5-s1. Placement of interbody spacer at ls-sl. Use of autologous bone graft, morselized, same incision. Use of rhbmp-2/acs. Use of intraoperative microscope and fluoroscopy. As per the op notes: ¿the neural elements were then protected with paddies and gently mobilized, exposing the l5-s1 annulus. An annulotomy was performed followed by a complete diskectomy and removal of all disk material down to the endplates. The interspace was then packed with a combination of autologous bone graft that had been morselized along with portions of the rhbmp-2/acs sponge. Percutaneous pedicle screws were placed in a standard fashion with fluoroscopy. All 4 screws were stimulated and achieved excellent thresholds and their positions were checked with ap, lateral, and oblique fluoroscopy. Connecting rods were placed bilaterally and set screws were tightened and sheared. Patient tolerated the procedure well without any intra-op complications.